Manufacturer narrative:
According to the facility on (B)(6) 2026, "while assisting in multiple right foot nail removal, current nitrile medium gloves (were) inadequate ppe for these procedures." It was reported, "gloves broke open on fingers 3 different times during procedure", "once while opening phenol swabs, causing chemical burn to my left index finger." Per the customer contact, "this is a clean procedure only, sterile gloves are not required." Following the reported incident, the customer contact noted "universal precautions" were taken, "hands were washed thoroughly with soap and water" and "gloves changed." The customer contact reported "labs from employee and patient (were) acquired." The customer contact stated, there was "no injury from chemical burn" and "sensation has returned to left index finger." No medical intervention, serious injury, or follow-up care has been reported. No additional information is available regarding the customer reported incident at this time. A sample has been requested for evaluation. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the facility on (B)(6) 2026, "while assisting in multiple right foot nail removal, current nitrile medium gloves (were) inadequate ppe for these procedures." It was reported, "gloves broke open on fingers 3 different times during procedure", "once while opening phenol swabs, causing chemical burn to my left index finger."